Event description:
Attempted to the enteral feeding tube declogger (912--yellow). After using the device for a few minutes, I removed declogger from j tube. Noticed the last 2-3 inches of device missing. Alerted dr (B)(6) and (B)(6) (pcc) of issue. On (B)(6) 2010: reviewed- tube remains obstructed (represented to ed from ecf with this problem as unable to received enteral feeds)- surgeon aware; xrays confirm current placement of tube- no evidence of migration of declogger fragments as tube remains clogged; pt made aware by unit staff; question equipment malfunction versus outcome of procedure. No sse; sent to manager/pcc for review.